Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. As received, the rear response button was concaved. The cause of the non-functional response buttons is the dome switch is concaved. The root cause of the concaved dome switch cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.